Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The stryker sales rep reported that the surgeon was doing a tt femoral nail procedure in a young patient and that the ball tip guide wire wouldn't go through the end of the nail. The rep further reported that they had put a bend in it. The surgeon ended up using a slab hammer to get the wire out and that resulted in a delay to surgery. Further on in the case, the proximal targeter missed the proximal nail locking screws. It was not clear on intake if these 2 events were linked ie due to the force of the hammer affecting alignment. The case was completed successfully but the delay to surgery was over 30 minutes. The sales rep was in the case. The surgeon confirmed that the surgical delay was 60 minutes. The case was finished by freehand proximal locking.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
The stryker sales rep reported that the surgeon was doing a tt femoral nail procedure in a young patient and that the ball tip guide wire wouldn't go through the end of the nail. The rep further reported that they had put a bend in it. The surgeon ended up using a slab hammer to get the wire out and that resulted in a delay to surgery. Further on in the case, the proximal targeter missed the proximal nail locking screws. It was not clear on intake if these 2 events were linked ie due to the force of the hammer affecting alignment. The case was completed successfully but the delay to surgery was over 30 minutes. The sales rep was in the case. The surgeon confirmed that the surgical delay was 60 minutes. The case was finished by freehand proximal locking.